Event description:
A report was received that a patient was burned by her charger. Additional information is currently not available.

Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because, the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.